Event description:
A customer tested patient sample for troponin (accu tni) and a result of 5.65ng/ml was reported out of the lab. The original sample was re-tested and two results of 0.06 and 0.05ng/ml were obtained. A corrected report was sent. Customer stated that there was no injury or change in patient treatment associated with this event.

Manufacturer narrative:
There were no result flags or event log messages associated with this event. Qc was within specifications before and after the event. A system check performed on (B)(4) 2009 passed all specifications. The sample was collected in a 4.5ml bd lithium heparin plasma tube with gel separator and centrifuged at 3,000 rpm for 10 minutes. Per customer, the sample was a 'short draw'. A field service engineer (fse) was dispatched: the fse reviewed system logs. The fse ran precision and diagnostic test with good results. No hardware issues were identified. Although pre-analytical sample handling may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.